Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during screw insertion, the driver broke, and a backup used to complete the case. The procedure was successfully completed with no delay and all debris was removed. No additional information was available.